Event description:
It was reported that, "the drill that is used is calibrated. When the drill went through the drill guide, it showed a reading of 35mm. The screws were too long. The rest of the case, the doctor drilled then used a depth gauge to measure. The rest of the case went fine. "

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.